Manufacturer narrative:
Literature citation: parikh m, bhandari a, gilligan c. Comparing effectiveness of standard vs hf10 spinal cord stimulator implants for chronic intractable pain. Interventional pain management reports. 2021;5(1):37-44.10.36076/pmcr.2021/5/37. Literature summary: there is limited real-world evidence regarding the long-term effectiveness and safety outcomes related to spinal cord stimulation (scs) for patients with chronic refractory pain. The authors compared the effectiveness of standard and high frequency scs therapies for chronic intractable pain. The article concluded that high frequency scs was a viable alternative to standard scs for chronic intractable pain conditions. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s publication date only month and year are reported as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Other applicable components are: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: asku. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 10 cases of spinal cord stimulation (scs) ¿malfunction¿ were reported. An scs system malfunction was stated to involve either of the following: lead migration, lead defect/fracture, or implantable neurostimulator (ins) battery issue or other hardware-related complication. It was noted that such hardware-related complications were more common than biologic complications and a prominent issue with scs that required revisions. 5 cases of inadequate pain relief were reported. The authors noted that inadequate pain relief was ¿described as tolerance or loss of therapeutic effect despite appropriate stimulation coverage that cannot be explained by a hardware-related issue.¿ it was further noted that ¿the majority of explants¿ in the report were ¿secondary to inadequate pain relief.¿ 4 cases of ins site pain were reported. An unknown number of patients receiving standard stimulation underwent a revision or explant associated with ins site pain. 2 cases of infection were reported. No further complications were reported or anticipated.